Event description:
While using a byte retainers, patient reported that their teeth enamel is disappearing, the enamel started disappearing about four months ago. The patient thought it was their diet and kept wearing the retainers and right now their teeth are shifting. They also report sensitivity in their bottom teeth and that their aligners/retainers are broken. Requested additional information from patient, photo of enamel damage and when their last dental visit was.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.